Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 80% stenosed lesion in the left anterior descending (lad) artery mild calcification and mild tortuosity. The 014 versaturn guidewire (gw) advance to the target lesion for a stenting procedure; however, when an unspecified stent reached the target lesion the tip of the gw coils were noted to be stretched. Therefore, the gw was removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size versaturn was used to continue the procedure. Return device analysis found the proximal adhesive joint on the proximal end of the coil was separated for a length of 0.5mm. The proximal adhesive piece was separated and not returned. The account confirmed the separation and reported the separated piece was discarded. No additional information was provided.